Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high-rate non-sustained episodes and increased sensing integrity counter (sic). The presence of non-physiologic noise consistent with a lead fracture was additionally noted to be present. It was additionally reported that several days later rising and high/undefined pacing impedance was observed. The lead was capped and replaced. No patient complications have been reported as a result of this event.